Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Endoanchors were implanted for treatment of a type ia endoleak approximately 3 years post the index procedure. It was reported that a type ib endoleak was observed on CT imaging done approximately 8 years post the index procedure. A type ia endoleak was also observed. An intervention was performed. The internal iliac artery was embolized and two iliac extensions were placed. No additional clinical sequelae were reported and the patient is fine.